Event description:
The patient underwent a procedure to implant a trial scs system. It was reported a csf leak occurred twice during the procedure. The patient allegedly was programmed after the trail procedure and exhibited no signs or symptoms of a csf leak.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.